Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 330 mg/dl. The customer stated insulin continues to drip after motor stops during the manual prime process. The customer is calling for technical troubleshooting. The customer reports insulin continues to drip after letting go of the act button during the prime process. The customer stated they were not wearing the pump during the priming. The customer is going to call back with infusion set information to continue to troubleshoot as she is currently at pharmacy at time of call.